Manufacturer narrative:
Device manufacture date: unknown. Device expiration date: unknown. (B)(6).  Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had resistant plunger movement when attempting to connect the needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had resistant plunger movement when attempting to connect the needle. There was no report of exposure, injury, or medical intervention noted.